Event description:
It was reported that prior to a laparoscopic cholecystectomy procedure, when the device was being checked, when fired the clips came out without closing. There was no patient involvement with this device. The case was completed with another device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed five clips as intended and it ejected three clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.